Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that tubing is bending at point where tubing attaches to cannula housing event on (B)(6) 2025. The leakage was at the tubing. The infusion set was in use for less than one day. The blood glucose level was high and the patient was treated with correction bolus via pump and multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1of 2. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.